Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v336927, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v276341, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A consumer reported they had an infection when the implantable neurostimulator (ins) was moved to their upper chest from their lower chest. The infection happened in 2012. The patient's indication for us is parkinson's dual.